Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the common bile duct to treat a common bile duct stenosis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2026. During the procedure, the inner guide catheter tail port fell off. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6) hospital, (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.